Event description:
The device was found to be shocking during normal sinus rhythm. The lead was tested and no problems were found. The physician suspected a sensing issue with the implantable cardiac defibrillator.